Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system did not boot up successfully. After reviewing the log file, fse confirmed the cause of this issue was most likely flex spot pc. Fse replaced the flex viewing pc. After the replacement of the flex viewing pc, the system returned to use in good working order. The defective part was returned for analysis and no failure confirmed. The codes were updated based on the investigation outcome.